Event description:
Baxter japan complaint coordinator reported in 2002, a pt called to the peritoneal dialysis call center and informed as follows: the pt was hospitalizaed due to peritonitis. The treating physician suspected the decreased ultra violet (uv) power of the device as one of the causes of peritonitis and suggested to swap the device for a new one. Complaint coordinator further relates that usually the pt's family member changes dialysis bags using the device, however at this time, the pt did it. The pt's skill for using the device is not good according to the baxter affiliate's report.